Manufacturer narrative:
(B)(4) concomitant medical product: nexgen taper stem plug, catalog#: 00596009900 lot#: 62618721. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised to address a broken polyethylene insert. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. Confirmation was received that the patient was initially implanted with a monoblock implant. Therefore, the event will be reported on the tibial monoblock component. (B)(4) catalog/lot number: the expiration date should be unknown as the incorrect product identification was initially reported. The correct product identification is unknown. Medical product: nexgen posterior stabilized tibial component, catalog #: 00588605610, lot #: 61498754 nexgen porous femoral component, catalog #: 00599201601, lot #: 61363937 device manufacturing date: the manufacturing date should be unknown as the incorrect product identification was initially reported. The correct product identification is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.